Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 8 cm in diameter abdominal aortic aneurysm. The proximal neck was 27.4-25.4 mm in diameter and 14.5 mm in length. The left common iliac artery was 22 mm in diameter and the right common iliac artery was 18-17 mm in diameter. It was reported that on the final angiogram, the bifurcate appeared to be partially covering left renal artery. The physician stated that with the complex aortic neck anatomy/angulation there was trouble placing the stent graft to the intended landing zone. The physician performed an intervention and cannulated the left renal artery and implanted a 5x17mm balloon expandable stent, resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).